Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the esc button on the insulin pump was sticking and unresponsive. No further information reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on the esc button. Corroded keypad traces noted during visual inspection. Insulin pump also received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and scratches around casing.